Event description:
It was reported that the patient experienced loss of stimulation and burning sensation when using the device. The patient underwent Spinal Cord Stimulator (SCS) explant procedure. No further information could be obtained.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Block B3: Exact date unknown, event occurred two years ago from date manufacturer was made aware. Block D6b: Explant Date: 2 years ago. Additional suspect medical device components involved in the event: Model Number/Catalog Number: SC-2218-70.Serial Number: (b)(6). Batch/Lot Number: 7083677. Model/Catalog Description: LINEAR ST LEAD KIT 70 CM.Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-2218-70. Serial Number: (b)(6). Batch/Lot Number: 7083637. Model/Catalog Description: LINEAR ST LEAD KIT 70 CM. Unique Identifier (UDI): (b)(4).